Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. There was blood noted in the balloon material which suggests that there is a leak in the device. The returned device was attached to an encore inflation unit and positive pressure was applied to the balloon, liquid was observed to be leaking from a balloon pinhole at the distal edge of the proximal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and tactile examination of the hypotube was completed. No damage or any issues were noted with the hypotube that could have contributed to the complaint incident. A visual and tactile examination of the hypotube shaft was completed. One kink was identified on the hypotube shaft located approximately 50mm from the guidewire exit port. No other issues were noted with the polymer extrusion shaft that could have contributed to the complaint incident. No damage or any issues were noted with the tip that could have contributed to the complaint incident. A visual and microscopic examination observed no damage to the blades. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. No other issues were noted during analysis.

Event description:
It was reported that balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured at 9atm upon first inflation for 12 seconds and was then simply removed from the patient's body. The procedure was completed with a different device. No complications reported and patient condition was good.

Event description:
It was reported that balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured at 9atm upon first inflation for 12 seconds and was then simply removed from the patient's body. The procedure was completed with a different device. No complications reported and patient condition was good.